Manufacturer narrative:
One opened knife was received for the report of blunt keratome. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned sample was found to be functionally nonconforming, therefore the blunt keratome was confirmed. The root cause is related to the electropolishing step in cutting instrument finishing manufacturing process. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. An investigation was initiated to investigate the dull cutting instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic keratome were noted to be dull during cataract procedure. Procedure was completed by using new blade on the same procedure day. There was no harm to the patient.